Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician was screwing in the atrial lead during implantable pulse generator (ipg) implant procedure, the physician stated the set screw was stripped and they were not able to get good contact or torque it at all. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.